Manufacturer narrative:
The (B)(4) laboratory was granted temporary access to this device as part of the litigation process. Visual inspection noted that the leads were attached but severed approximately 10 inches from device header. There was also a pointed dent noted on the device case. Upon interrogation it was noted that the device was left in monitor+therapy following the patient's death and explant. There was a open lead fault code noted and that eri was reached on (B)(4) 2007 and eol on (B)(4) 2008. The device was returned to the patient's attorney. This device is included in the following advisory populations: avt latching population communicated on (B)(4) 2005 and the mid-life display of replacement indicators communicated on (B)(4) 2007. Upon receipt at our (B)(4) laboratory after release from legal hold, the device was thoroughly inspected and analyzed. Interrogation in january 2008 confirmed this crt-d was not in a functional latching state. A review of the device history indicates that therapy was available while the device was implanted.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. Medical records provided indicate patient had a history of hypertension, diabetes, coronary artery disease, hypercholesteremia, aortic valve replacement, cardiac arrhythmia, history of cardiac arrest, peripheral vascular disease, chronic smoking and alcohol use in the past, left above the knee amputation secondary to peripheral vascular disease. Upon admission to the hospital following a cardiac arrest patient had high blood sugars, kidney failure, metabolic acidosis, electrolyte imbalance and altered liver function. There were no allegations against performance of the device at the time of the patient's death. New information indicated that this patient or a representative for the patient had retained an attorney and recently submitted paperwork as part of the litigation process. There was an allegation that the device did not provide enough therapy to cardiovert the patient's rhythm.